Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. The log was downloaded and reviewed finding no early sensor expiration. The allegation was not confirmed. The probable cause could not be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 that the patient experienced receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.